Manufacturer narrative:
A2: unk. A4: unk. A5: unk. A6: unk. D6b: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -06.50/+1.5/090 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2023. The lens was reported as excessive vaulting and remained implanted. Cause of the event was unknown. Additional information has been requested but none has been forthcoming.